Event description:
After pre-drilling with a 2.5mm drill bit, the tip of a 2.5mm hex screwdriver slipped while attempting to manually screw the last 3 out of 4, 3.5mm bone screws. Another 2.5 hex screwdriver was used for final screw placement. Placement outcome: acceptable.